Event description:
It was reported that during incoming inspection, the device was received with debris in the component. There was no patient involvement. Diligence is complete, and no additional information is available.

Manufacturer narrative:
This event is being recorded under cmp-(B)(4). Once investigation is complete a supplemental/final report will be submitted.